Event description:
An aus device was implanted "about a year ago." Date not provided. Info received on 6/9/97 indicates the pt states "it never has worked, I've never been dry, always leaks, it's broke, it doesn't work and never has.